Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Strain relief floating on band tubing the device was returned for analysis. Upon visual inspection the tubing strain relief was returned floating on the catheter. The surgeon provided pictures that showed the migration of tubing strain relief migration during band removal for band slippage. Device analysis cannot confirm events that are physiological in nature such as band slippage. Band slippage is a recognized event associated with gastric banding and the use of the realize adjustable gastric band. The product's instruction for use (IFU) provides detailed information on the causes and consequences of band slippage. With respect to tubing strain relief migration, to mitigate the strain relief migration from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. The manufacturing records were reviewed and no discrepancies were identified.

Event description:
Additional information received, stating the patient experienced dysphagia and gerd as a result of the band slippage. The patient had six fills prior to the band slippage. The total volume in the band at explant was 0.2cc. The surgeon reported using three standard sutures plus one extra suture inferiorly as an anti-slip suture inferior to the band. The patient was reported to be complaint to their diet. The realize band was removed secondary to slip and sleeve gastrectomy procedure performed. The patient is fine.